Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked. The device was received with scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the esc button has an intermittent response. Blood glucose value is unknown. The customer confirmed that the device was not dropped or exposed to moisture and the time on screen did change. No button error alarm was found in the alarm history. Customer was advised to remove the battery for 5 minutes and insert a new one; the customer stated the keypad issue persisted. The insulin pump would be replaced and returned for analysis.